Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt ECG "d" cable was shorted causing faults. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.